Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found blocked.

Manufacturer narrative:
The pod was received with the needle mechanism deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. Inspection of the fluid path found no evidence of an obstruction. The fluid had no issues traveling the complete fluid path and no leaks were observed. No problem was found regarding the reported obstruction of flow event. Blood was observed on the adhesive pad and in the bottom housing window. During fluid path testing, the distal tip of the hard cannula was observed to be curled. No other damages or deficiencies were observed that would contribute to bleeding, bruising, or swelling at the infusion site. Therefore, the damaged hard cannula can be confirmed as the cause of the reported bleeding/bruising and skin condition swelling events.